Manufacturer narrative:
D9: product received date 11/19/2024. H3: one device was returned for repair with complaint of pump failed volume testing. Visual/functional testing was performed, and complaint was verified. The cause of the device issue was a bad expulsor. Changed the expulsor to correct the reported problem. Device passed all functional tests after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed volume testing. There was no patient involvement.